Manufacturer narrative:
Block h6: patient code e1906 is being used to capture the reportable event of an infection. Patient code e2203 is being used to capture the reportable event of pain. Patent code e2326 is being used to capture the reportable event of inflammation.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Three fiducial markers were successfully placed prior to injection. The procedure was performed under local anesthesia; prophylactic antibiotics were administrated. The procedure was completed without complications. On (B)(6) 2023, 10 days post treatment, the patient experienced an infection, with fever and rigors symptoms. Later on, (B)(6) 2023, blood work showed elevated c-reactive protein (crp) and high white cells count. Medical intervention actions were required including diagnosed testing, an ultrasound performed on (B)(6) 2023, when the patient complaint of perineal pain, the transrectal ultrasound showed the spaceoar was very swollen. Therefore, coamoxiclave and levofloxacin antibiotics were needed and lactulose laxative medication as well. The laxative was prescribed to the patient when he had troubles opening his bowel. The patient's planning computed tomography (CT) for radiation was deferred for two weeks, and radiotherapy was planned to star when he recovered from the infection. The device remains implanted. The event was reported as ongoing at the time of this report. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Three fiducial markers were successfully placed prior to injection. The procedure was performed under local anesthesia; prophylactic antibiotics were administrated. The procedure was completed without complications. On (B)(6) 2023, 10 days post treatment, the patient experienced an infection, with fever and rigors symptoms. Later on, (B)(6) 2023, blood work showed elevated c-reactive protein (crp) and high white cells count. Medical intervention actions were required including diagnosed testing, an ultrasound performed on (B)(6) 2023, when the patient complaint of perineal pain, the transrectal ultrasound showed the spaceoar was very swollen. Therefore, coamoxiclave and levofloxacin antibiotics were needed and lactulose laxative medication as well. The laxative was prescribed to the patient when he had troubles opening his bowel. The patient's planning computed tomography (CT) for radiation was deferred for two weeks, and radiotherapy was planned to star when he recovered from the infection. The device remains implanted. The event was reported as ongoing at the time of this report. No further information has been obtained despite good faith efforts. Additional information received on augusts 07, 2023: it was further reported the adverse event of infection with fever and rigors symptoms was report as resolved.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf patient code e1906 is being used to capture the reportable event of an infection. Imdrf patient code e2203 is being used to capture the reportable event of pain. Imdrf patent code e2326 is being used to capture the reportable event of inflammation.